Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The physician reported that the patient was picking at the rns system incision site and a portion of an unconnected rns system lead was exposed. There was some evidence of erosion at the incision site; however it is unclear if this was due to the excoriation of the incision site. Once exposed, the patient cut the lead near the dog-bone plate (a non-neuropace product used to secure the lead to the skull), removed the exposed portion of the lead, and discarded the product. The residual portion of the cut lead remains implanted. As the lead was not connected to the rns system, the patient's responsive stimulation treatment was not affected by the event. Treatment included wound cleaning and antibiotics.